Event description:
The customer reported being at the emergency room due to high blood glucose of 483mg/dl, and she was treated with an insulin drip. Troubleshooting was performed. The time, date, programming, and settings were correct. The customer stated that the infusion set was cut when she attempted to take out from her purse, and she will call back once she gets back home. The doctor called and requested to have somebody bringing an infusion set to complete the testing. Advised to call the territorial manager to bring the infusion set. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.